Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. No interventions were made, and the issue will continue to be monitored. No further information was available.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that programming interventions were made. The patient was stable.